Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) levels. Bg causes were not known. Customer declined to provide further information or undergo troubleshooting for the event.